Manufacturer narrative:
An event of air bubbles being present in the loader after connecting it to the sheath was reported. The device could not be back bled to remove the air due to thrombus on the occluder related to the patient's low act levels. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The patient was under conscious sedation during the procedure. It was reported aspiration was not being performed and continuous flush was not attached to the system. The device was introduced into the delivery sheath and the loader was immediately connected to the sheath after removal of the dilator. It was reported the dilator was not removed too quickly or too slowly. After advancing the occluder into the delivery system by 30cm, air bubbles were observed in the loader, and the physician tried to gain back bleeding. As no backbleeding could be reached, the occluder was completely retracted into the loader and disconnected from the delivery sheath. The occluder was flushed, and it was observed that several blood clots had formed on the occluder. The activated clotting time (act) level was low at 153 seconds, so another dose of heparin was administered. Another 20mm amplatzer amulet left atrial appendage occluder was successfully implanted using the same 12f amplatzer amulet delivery sheath. There were no adverse patient health consequences. It was reported air was only visualized in the loader of the delivery system after connecting the device and there was no report of any air embolus. There was no clinically significant delay in the procedure due to this event that had the potential to cause or resulted in hemodynamic compromise or serious injury. The patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.